Manufacturer narrative:
(B)(4).

Event description:
The attached updated f+t form was received from the product specialist today. The issue is reported with the reload rather than the handle so the order on the product tab has been amended so that the reload is on the first tab and handle on the second. It is not clear if the handle and reload will be returned but the reload is available and I will clarify if the handle is also available. The issue is reported as: articulated by 1 point during firing. Stapler was fired across vein and artery, minor lymphatic tissue also in jaws. Nothing unusual in firing the firing mode. Felt normal during firing. Tips of jaws could be seen at all times and tissue maintained between the jaws. No difficulty firing, impression of staples being laid down. Black return knobs pulled back and stapler opened no jam. Kidney detached except for ureter. No initial bleeding from either artery or vein, some minor back bleeding from vein on kidney, more than usual. Second stapler (same reload lot number/ same handle) fired correctly, not sure if staples present as not vascular tissue so no bleeding. Kidney extracted as per normal for live donor. Upon relook after pneumoperitoneum loss, catastrophic bleeding from artery at side wall of aorta and emergency decision to open patient. Findings were no staple line on the artery or vein on either side. Patient given 3 units of blood. Procedure date was the (B)(6) and the patient is a (B)(6) male and living donor nephrectomy. The following information was also provided in relation to this complaint: the sample was not resterilised prior to use. The complaint product was used on a patient. Person injured or jeopardized: yes extension of the surgery time by more than 30 minutes or re-operation necessary: yes blood loss of more than 500cc: yes extension of the incision by more than 1 inch: yes change from endoscopic to open surgery: yes unanticipated tissue loss or irreversible damage: yes any portion of the device or tack fall into the patient cavity: no if yes were the pieces /tracks retrieved from the patient: na was any reinforcement material used in conjunction with the stapling device. No details related to the questions above answered as yes: 3 units of blood, 3 units of plasma, extended hospital stay, morbidity due to significant wound. Patient survived and donor kidney transplanted email received from (B)(6) clear product specialist today advising of a serious issue that was reported to her on the (B)(6) by the staff at (B)(6) hospital. (B)(6) was out of the country at the time but has an appointment to meet with mr (B)(6) and the nursing staff at (B)(6) tomorrow where she will obtain full complaint information and the affected sample. The product was an egiaustnd lot number p5f0656x and a vascular reload. She does not have code or lot number of the reload but hopes to obtain this information tomorrow. The procedure was a living donor nephrectomy and it was in use on the donor that the problem was encountered. Incident update on 12/18/2015 - the report outlines that the staples did not fire resulting in significant blood loss.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two handles and twelve reloads. Visual inspection of instruments 1 and 2 revealed no abnormalities. Visual inspection of the cartridge noted that the loading units 1 and 2 were fully applied. Functionally, instruments 1 and 2 were loaded with post market vigilance representative reloads. The instruments successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional evaluation, the loading units were loaded into a post market vigilance (pmv) instrument. It was observed on loading unit 1 that the anvil could not be closed completely on the initial clamping stroke. In addition, the anvil was slightly bowed. This was an indication that the loading unit 1 anvil was deformed at the clamping feature. Loading units 1 and 2 were cycled without hesitation or binding. Visual inspection of the cartridge revealed that the loading units 3-12 had full staple complements. Loading units 3-12 were applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented all the loading units from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.